Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-01949, 2210968-2021-01950, 2210968-2021-01952, 2210968-2021-01953. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the 5 cases of needle pull off from suture occurred during the same procedure? If more than one, please provide information for each procedure. What was being done when the sutures pulled off (e.g. Found in package, removal from package, during passage through tissue, during tying, post-op, etc.)? What tissue was being approximated or sutured when the pull off occurred? Were there any patient consequences? Could you please provide event date? Did the event occurred pre-op. Intra-op or post-op? Procedure name and date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.